Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A3.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. F/g,promus element,mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination crimped stent identified stent damage. The distal end of the stent was damaged. The stent struts had been bunched in a proximal direction along the balloon. The undamaged section of the crimped stent outer diameter was measured and the result was 0.0423¿, this is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.